Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sensor was producing shock. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported

Event description:
Correction and update to d5, d9, and h3.

Manufacturer narrative:
B5 describe event or problem - correction. D5 operator of device code - correction. D9 device available for evaluation - correction. H2 type of follow up - correction. H3 device evaluated by mfg - correction. H10 corrected data - correction.